Manufacturer narrative:
The device was inspected by an arjo representative. The stretcher of the concerto was found to be cracked. The conclusions will be provided within the follow up report once the investigation is completed.

Event description:
Arjo was notified about an event with involvement of the concerto shower trolley. It was reported that a patient was lying on the one side of the concerto and the side support opened. The patient fell from the device and was caught by caregivers. As a consequence the patient sustained a skull abrasion without gravity. No medical intervention was required.

Manufacturer narrative:
The concerto stretcher is equipped with two side supports and each side support has two safety catches (at the leg and head section). When in use with the patient, all safety catches should be latched onto the edge of the stretcher to keep the side support in an upright position. The device was inspected by an arjo technician. According to the results of the inspection and the photographic evidence provided, the concerto stretcher broke in the leg section when the patient was placed in a lateral position and holding onto the side support. Therefore, the safety catch on the leg section was non-functional. When the stretcher broke, only one of the two catches (at the patient's head side) was holding the safety side, but it detached under the weight of the patient. The safety side opened and the patient fell. According to the arjo technician it seems that the stretcher had been cracked (not broken) before the event occurred. The concerto involved in the event was manufactured in aug-2007. Therefore, the device was over 15 years old before the malfunction occurred. The device was not under arjo service contract and was maintained internally by the customer. Following the operating and daily maintenance instruction for the concerto shower trolley: ¿the useful life of this equipment, unless otherwise stated, is ten (10) years, subject to required preventative maintenance as specified in arjo's operating and daily maintenance instruction, arjo's assembly and installation and arjo's spare part instruction.¿ based on the performed analysis, the root cause was found to be the most related to the component malfunction that broke during use with the patient. To sum up, the concerto did not meet its performance specifications as side support opened unintended due to the broken stretcher. The event occurred during use with the patient. The complaint decided to be reportable due to the patient's fall reported and resulted in a minor injury.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.